Event description:
The instrument was used during a coronary artery bypass. It was reported the ima was severed with the ligaclip or clip. The surgeon completed the case with the horizon clip and appliers. There was no consequence to the pt. No significant blood loss reported.

Manufacturer narrative:
Unavailable device was not returned for evaluation.